Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient had pre-existing abdominal abscess. Additionally, the patient¿s pd culture had growth of the bacteria staphylococcus aureus which is bacteria that normally resides on human skin. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Based on all the available information, the patient¿s peritonitis can be reasonably attributed to the entry of microorganism from the pd catheter site with formation of an abdominal abscess. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient on peritoneal dialysis (pd) was hospitalized for a malfunctioning pd catheter (not a fresenius product) and peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse reported that the patient had been experiencing abdominal discomfort. The nurse confirmed the abdominal discomfort was not related to pd treatment but was due to pre-existing abdominal abscess. The patient was hospitalized on (B)(6) 2024, for abdominal abscess and peritonitis. The patient had a pd culture obtained (in the hospital) which grew the bacteria staphylococcus aureus. As a result, the patient was treated with intravenous (IV) antibiotic therapy (details unknown. Additionally, the patient underwent removal of the pd catheter and was transitioned to hemodialysis for renal replacement needs. On (B)(6) 2024, the patient was discharged from the hospital and continues outpatient hemodialysis. Per the nurse, the patient is recovering from the event. The pd nurse confirmed the patient did not have any issues with fresenius products in relation to the peritonitis event. The nurse attributed the peritonitis to skin bacteria entering the pd catheter site and forming an abdominal abscess near the pd catheter.

Event description:
It was reported to fresenius that this patient on peritoneal dialysis (pd) was hospitalized for a malfunctioning pd catheter (not a fresenius product) and peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse reported that the patient had been experiencing abdominal discomfort. The nurse confirmed the abdominal discomfort was not related to pd treatment but was due to pre-existing abdominal abscess. The patient was hospitalized on (B)(6) 2024, for abdominal abscess and peritonitis. The patient had a pd culture obtained (in the hospital) which grew the bacteria staphylococcus aureus. As a result, the patient was treated with intravenous (IV) antibiotic therapy (details unknown. Additionally, the patient underwent removal of the pd catheter and was transitioned to hemodialysis for renal replacement needs. On (B)(6) 2024, the patient was discharged from the hospital and continues outpatient hemodialysis. Per the nurse, the patient is recovering from the event. The pd nurse confirmed the patient did not have any issues with fresenius products in relation to the peritonitis event. The nurse attributed the peritonitis to skin bacteria entering the pd catheter site and forming an abdominal abscess near the pd catheter.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction: upon further review, it was determined that the event reported on 8030665-2024-00408 was not a reportable event related to fmc products. The cause of the peritonitis was an abdominal abscess near the pd catheter site. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on 8030665-2024-00408.

Event description:
It was reported to fresenius that this patient on peritoneal dialysis (pd) was hospitalized for a malfunctioning pd catheter (not a fresenius product) and peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse reported that the patient had been experiencing abdominal discomfort. The nurse confirmed the abdominal discomfort was not related to pd treatment but was due to pre-existing abdominal abscess. The patient was hospitalized on (B)(6)2024, for abdominal abscess and peritonitis. The patient had a pd culture obtained (in the hospital) which grew the bacteria staphylococcus aureus. As a result, the patient was treated with intravenous (IV) antibiotic therapy (details unknown. Additionally, the patient underwent removal of the pd catheter and was transitioned to hemodialysis for renal replacement needs. On (B)(6)2024, the patient was discharged from the hospital and continues outpatient hemodialysis. Per the nurse, the patient is recovering from the event. The pd nurse confirmed the patient did not have any issues with fresenius products in relation to the peritonitis event. The nurse attributed the peritonitis to skin bacteria entering the pd catheter site and forming an abdominal abscess near the pd catheter.